Event description:
It was reported that a remote alert was received from this system indicating high, out-of-range pacing impedance measurements (>2000 ohms). Variable rv threshold measurements were also noted. Boston scientific technical services (ts) was contacted and confirmed the rv pacing impedance had been variable, with spikes up to 2000 ohms since (B)(6) 2021. It was hypothesized the impedance spikes may be due to micromovement/fretting within this device header, as the rv lead is not a boston scientific product. The physician elected to continue with normal follow-ups. At this time, the system remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.